Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 08nov2019. Failure investigation was completed. The user interface (ui) assembly was received for evaluation. Visual inspection of the customer returned ui assembly revealed no signs of damage or contamination. The ui assembly was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec'd date 12sep2019. Report date: 13sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended the replacement of the user interface (ui) assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the display was dark. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 28oct2019. Date of report: 29oct2019. Repair information was received. The field service engineer (fse) replaced the user interface assembly and the issue was resolved. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported that the display was dark. There was no patient involvement.